Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient (pt). Who was implanted with an implantable neurostimulator (ins). The reason for call, was patient reported, that their stimulator felt different. Patient was wondering, if they changed the stimulator when they fixed the leads. Agent reviewed device registration information. Patient shared related medical history where they had the leads in their back fixed. Patient mentioned, that the implant felt different, but it had been working fine. Patient couldn't remember, why they went in to see the doctor in the past, but knew that they were having trouble with the stimulator. Patient shared, they wanted the device taken out, but the doctor didn't want them to have it taken out. And that they got it working again. Agent reviewed with the patient, that if they felt like the stimulator felt off in the implant pocket, to follow up with their managing healthcare provider to look over the implant and to further address the issue.